Event description:
Customer reported a false positive (2+) reaction to the anti-b microwell to a patient later confirmed to be negative for the b antigen using an alternate lot of gel cards. No incorrect or erroneous results have been reported. Qc confirmed to be acceptable with the listed lot of gel cards. Patient confirmed to have a blood grouping history of an a pos blood group. Customer received 3 boxes of the lot. Customer used the first two boxes without any noted discrepancies to their daily qc or with any patient samples. Customer reports that they do not visually inspect the gel cards prior to use. Customer reported a high frequency of excessive bubbles in random microwells to the remaining gel cards of the same lot.

Manufacturer narrative:
Retained testing and a batch record review were performed. All results were satisfactory. (B)(4).